Manufacturer narrative:
Unable to load exams 373537-rem3. There was an import failure. Upon review of the exam, the issue was traced to a non-conformance to stealth protocol: the image slices are not square. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having intermittent issues loading exams via the network. They were pushing the to the system and would occasionally get an error after the exam was loaded stating that the x and y are not equal. However, they could then burn the patient study to a cd and load it without issues. There was no patient present at the time of the event.